Manufacturer narrative:
Unit passed the rewind, basic occlusion test, prime/delivery test, excessive no delivery test and displacement test. However, unit alarmed motor error during occlusion test due to faulty back pressure sensor (gold). The motor was tested outside the device and passed. Unit was received with cracked case at display window corners. Unit was received with minor scratched lcd window. Unit was received with stained end cap sticker. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that his insulin pump alarmed motor error during a bolus attempt. Customer does not recall any significant events leading to the error. Customer's blood glucose was 278 mg/dl at the time of incident. Troubleshooting was attempted for the motor error and customer was able to complete the rewind sequence however, customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.